Event description:
Patient reported unknown side "capsular contracture grade unknown". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side preventative replacement. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: "preventative replacement".

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified deformation and wear abrasion. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing."

Event description:
Patient reported unknown side "capsular contracture grade unknown". Healthcare professional reported left side preventative replacement. The device was explanted.